Event description:
The pump was returned for investigation. Investigation revealed that the battery cap was damaged/stripped. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 10/13/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/13/2014 with the following findings: the returned battery cap was found to be damaged/stripped. Unrelated to the complaint, evaluation revealed that the information label for the pump was peeled/missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.